Event description:
During a follow-up in clinic, the device was noted to be in backup mode. The device was explanted and replaced to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
As received, the device was interrogated and noted to be in backup mode. The device images obtained from the field and during lab analysis indicated that the device triggered backup mode due to a memory corruption. Analysis of the device image determined that the memory corruption was due to failure of an integrated circuit (ic) component anomaly in the device. Vibrational testing was performed which resulted in the device reverting to backup mode which is consistent with this issue. Further functional testing which included temperature cycling, output, and ate tests were performed and no anomalies were observed. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of backup mode was confirmed.